Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 52 mg/dl. Reportedly, customer did not enter in their basal rate setting correctly. Low bg was addressed by consuming carbohydrates. Customer updated the basal rate setting to address the event.